Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to a scrotal infection. The infection symptoms started (B)(6) 2020 and the infection was diagnosed three days later. The infection started in the scrotum, and was likely the caused by the implant surgery. The infection was treated by a wash out during the revision, and a new device was implanted. The patient is now recovering.